Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began 3 to 6 months ago. The patient alleged obtaining an inaccurate results of ¿279mg/dl¿ with the subject meter. It unknown if the results would/would not meet lifescan¿s accuracy criteria as the comparison is against their feelings and/or normal readings. The patient manages her diabetes with pills, diet and/or exercise. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged increaser their medication in response to the inaccurate high result around 1.5 months ago in the morning. The patient denied that she developed symptoms as a result of the issue; however alleged hcp treatment. During a doctor¿s office visit on (B)(6) 2015 in the morning, the patient was given oral medication to take once a day (glimepiride), the patient blood glucose was also taken, with a reading of ¿98mg/dl¿ with another meter (doctors/clinic meter). At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention, the hcp treatment the patient alleged was a change to her prescription. This complaint is being reported because the alleged issue was not resolved during troubleshooting.